Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had 6.4 ml of 5fu remaining in cartridge, but there clearly was air in the tubing beyond the sensor, and the pump never alarmed. Air did not reach patient. The event occurred at the hospital and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.